Event description:
It was reported, the patient had not used and recharged her system for almost a year and have subsequently lost inability to communicate between the ipg and the external devices. Surgical intervention is pending.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.